Event description:
During heart catheterization, attempted to withdraw the runthrough wire from the right coronary artery and the tip of the wire broke. Attempted to withdraw wire with 2nd procedure but unsuccessful. Wire in location that will not migrate. Pt will be placed on anticoagulants and scheduled for outpatient procedure in follow up to remove stent/wire and replace stent at tertiary hospital.